Event description:
Boston scientific crm received information that this patient experienced a syncopal event recently. A boston scientific sales representative (sr) was called in to check the device function and found that the patient was in the middle of a mode switch at the time of the check. The sr stated that everything about the device checked out fine, so no explanation of the cause of the syncopal event was evident at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was noted that the device was returned approximately six months after reaching end of life (eol) status, thus the battery was too depleted to undergo extensive testing. However atrial and ventricle pacing pulses were verified. Engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. It was concluded that this device experienced normal battery depletion and the field allegation was unable to be confirmed.

Event description:
The device was explanted and returned approximately five and a half years later. No adverse patient effects were reported.